Manufacturer narrative:
The customer confirmed with physio-control that their device was repaired and returned to use. However, the cause of the reported issue was unknown. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. Physio-control provided the biomed with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the energy select button is unresponsive. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.